Event description:
Additional information: it was later reported the patient heard the alarm and reported it. There were no specific signs or symptoms the patient experienced. The patient started having problems a few days before the interrogation. It was noted that the status of the patient was "ok".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8731sc, lot# 0202740556, implanted: unk, explanted: 2012 (B)(6). (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed pump motor feed thru anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Multiple pump motor stall occurrences and recoveries were noted. Telemetry strips revealed a total of 5 stall/recovery occurrences; the first occurred (B)(6) 2011 and the last occurred (B)(6) 2012. The pump and catheter were explanted. The estimated implant duration was approximately 30 months. The pump was programmed to deliver morphine 10 mg/ml. A follow-up report will be sent if additional information becomes available.